Event description:
Complaint alleged that the head section will not go down. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. Found head section all the way up and will not go down due to head down valve is stuck. Replaced the valve to resolve this issue.